Event description:
Customer reported experiencing low blood glucose readings of 42 mg/dl while at work. It was noted that the customer had expired sensors. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.